Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensors. The customer states they received two calibration errors and change sensor alarm. The customer's blood glucose level at the time of incident was 304mg/dl. Troubleshoot was conducted. The cannula was noted to be bent. The customer states all their cannulas end up coming out bent. The sensor and blood glucose difference troubleshoot was unable to be conducted due to customer having removed sensor. The customer was advised the sensor would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor. Performed the continuity test and the bicarbonate buffer test and the sensor passed with accurate readings. However, during a visual inspection found the cannula was bent; unable to confirm if the customer received the sensor in said condition dude to the sensor was returned opened and used.